Manufacturer narrative:
The customer informed a siemens healthcare diagnostics (siemens) customer service engineer (cse) of discordant vancomycin (vanc) results on two patient samples on the dimension vista 1500 instrument. Quality controls (qcs) were within expected ranges at the time of the event and siemens determined the repeat results obtained on sample (B)(6) were within the precision claims for the assay. The customer refused to provide siemens with information regarding handling of samples. A siemens regional support center (rsc) specialist also ran a quick check macro and instrument health report on the instrument and determined that the lamp voltage was high and that the vancomycin assay is sensitive to the photometer. Siemens also determined that the aliquot assembly and aliquot probe were not performing as expected. At the customer's site, the cse checked the air compressor attenuator, temperature and air and vacuum readings for the drains. The cse also inspected the probes and mixers, ran service methods, replaced the photometer flash lamp, and aligned the aliquot probe assembly for the vertical motor. The customer used a fixed angle stat centrifuge at 3 or 5 minutes spin cycles and siemens observed that the gel in samples, processed in the lab, were slanted and cells were entrapped in the gel. Siemens determined that sample tubes were filled below the minimum fill volume for the instrument and thus, samples were processed in small sample cup containers (ssc). Siemens observed that the ssc contained debris and found red cells at the bottom of the ssc. Siemens also performed fresh vanc calibrations on the initial and alternate instruments. Then, siemens ran 6 patient samples, in duplicate, on both instruments and reran the samples again, in duplicate. The difference in results, between replicates, recovered within expected ranges for 5 of the 6 samples. The cse also performed a qcs precision study on both instruments and linearity testing on the instrument with sn (B)(4), which recovered within expected ranges. On (B)(6) 2018, a siemens rsc specialist ran and repeated a patient sample for vanc, in duplicate, on both instruments and observed marginal imprecision in results. Siemens is investigating the issue.

Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on a patient sample (sample (B)(6)) that was run, in duplicate, on a dimension vista 1500 instrument. The discordant result of 1.2 was reported to the physician(s), who questioned the result and requested for the sample to be repeated. The same sample was repeated, in duplicate, on the same instrument, resulting higher and as expected. The repeat result of 8.7 was reported to the physician(s). On (B)(6) 2018, the same sample was rerun on an alternate dimension vista instrument, in duplicate, resulting higher than the initial results. Unexpected vanc results were obtained on another patient sample (sid (B)(6)) on the initial instrument. These results were reported to the physician(s), who questioned the results because there was an increase in vanc results between the initial sample and redrawn sample, even though the patient was not administered vancomycin between the draws. The expected result for (B)(6) is unknown. There are no reports of patient intervention or adverse health consequence due to the unexpected vanc results.

Manufacturer narrative:
Siemens filed the initial MDR on 19-feb-2018 and the first supplemental MDR s1 on 26-mar-2018. Additional information (12-apr-2018): a siemens headquarters support center (hsc) specialist was dispatched to the customer's site multiple times. The hsc specialist ran server 1 and sample probe neat delivery service method tests and the tests recovered within specifications, indicating good performance of sample probe delivery. The hsc specialist also ran multiple patient samples for several methods (including vancomycin), survey samples, and quality controls (qcs), and the results recovered as expected and precisely. Additionally, the hsc specialist performed an aliquot probe offset alignment on the instrument. Siemens determined that the lab is experiencing sample handling issues and the customer uses stat spin for all stat samples except for vancomycin. Siemens observed that the customer pours primary tubes into small sample containers, instead of pipetting the samples. The customer inverts the spun tubes to check for sample quality and volume prior to loading the sample onto the instrument. The cause of the discordant vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 19-feb-2018, the first supplemental MDR s1 on 26-mar-2018, and the second supplemental MDR s2 on 04-may-2018. Additional information (18-june-2018): siemens further investigated the instrument data and monitored the dimension vista 1500 instrument's performance to determine the cause of the discordant vancomycin (vanc) results. Siemens determined that two factors potentially contributed to the discordant vanc results. A delivery issue to the aliquot plate or cuvette, causing a decrease of sample volume to the cuvette, potentially contributed to the low vanc recoveries on the instrument. Siemens ran service methods tests for server 1 components and the tests repeatedly passed and recovered within specifications. Siemens determined that optimizing the aliquot probe offset height alignment could decrease the likelihood of bubbles forming in the aliquot plates when small sample size assays are delivered to the aliquot plate and made this adjustment to the instrument. Siemens ran tests to show that there were no issues after adjusting the aliquot probe height and monitored the instrument for 2 months. After 2 months of monitoring, siemens did not observe any vanc issues. Another potential cause of the low vanc recoveries can be contributed to pre-analytical variables with patient samples, causing an under delivery of sample to the aliquot plates intermittently. To resolve this issue, the customer replaced their centrifuge and indicated that instead of pouring samples into sample cup containers (ssc) cups, they will use pipettes to transfer samples to the ssc cups. After reviewing the vanc recoveries for over two months, siemens determined that the vanc assay is performing according to manufacturing specifications. Quality controls (qcs) have been recovering within expected ranges since 03-apr-2018. The instrument is performing according to manufacturing specifications. No further evaluation of this device is required.

Manufacturer narrative:
Additional information (29-jan-2018): a siemens customer service engineer (cse) was dispatched to the customer's site and replaced and aligned a sample probe (s1) and an aliquot probe and drain. The cse also replaced a compressor regulator and a cuvette wash probe and aligned the photometer flash lamp. Then, the cse verified cuvette ring temperature and base-plate jack and alignment. Then, the cse ran multiple service method tests, checked the vacuum drains, reran a quick check test and quality controls (qc), which recovered as expected. Additional information (27-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument's data and determined that on 21-feb-2018, 55 samples were run (in duplicate) and no discrepancies were observed between the duplicate runs. The hsc specialist reviewed the process error logs and determined that multiple errors were triggered from the instrument since 21-feb-2018. The hsc specialist also determined that, as of 27-feb-2018, quality controls (qcs) recovered within expected ranges and multiple quick check tests were run on the instrument and passed. Additional information (02-mar-2018): on 02-mar-2018, the customer contacted siemens and reported that they intermittently experience issues with the instrument failing to create an aliquot. The customer care center (ccc) specialist autoaligned the imt probe, ran check 1 test, cleaned the aliquot probe and assembly, redistributed grease, reseated the level sense, and reran check 1 test, which passed for the aliquotter. Additional information (04-mar-2018): on 04-mar-2018, the customer contacted siemens and reported that routine racks were not loading. The ccc specialist rebooted the instrument and was not able to replicate the issue. The routine racks were loading as intended. Additional information (05-mar-2018): the hsc specialist observed that, as of 05-mar-2018: all qc recovered within expected ranges; with the exception of one test on 03-feb-2018 (which was not replicated), all quick check tests recovered well; multiple patient samples were run on the instrument, in duplicate, with no issues. Some samples were rerun on an alternate dimension vista instrument, resulting in similar results and with good precision. In reviewing the process error logs, the hsc specialist observed multiple errors, including: "clog detected", "insufficient sample in cup (no sample)", "sample aspiration error (short sample)", and "sample aspiration error (irregular)". The hsc specialist determined that the frequency of these errors and the recurrence at the customer site indicate sample quality issues. Corrected data (26-mar-2018): in the initial MDR, "unknown" was selected for usage of device. This should be "reuse". Siemens is still investigating the issue.